Event description:
Side effects following 3 tesla MRI. Dr's order MRI's of right & left hip. Technician did pelvis too. Diagnosis or reason for use: injury-muscular. Side effects: 2:00 am (B)(6) 2010 popping, yellow-orange 1/4" dots, perhaps 20 inside skull. At 8:00 am on (B)(6) 2010 till noon, dull thuds, 2-3 at a time in various parts of skull. Following a 3 tesla MRI of rt hip, left hip and pelvis, was awakened 2 am by popping sounds in skull/brain - yellow-red dots popping randomly 5-8? At a time. I went back to sleeping and would have thought it a nightmare excepting when awaking in the morning I still had 2-3 dull thuds. Lasting 3-10 about noon. I was very pale all of (B)(6) 2010, so exhausted I spent the entire day on sofa. I went to bed about 9pm and slept soundly for 12 hours. (A college professor, but I still mess up forms! Sorry).